Event description:
Edwards learned of an aortic valve presenting with significant ai after an implant duration of approximately two (2) weeks. Through follow up it was learned there was some central regurgitation in the post-op tee, no pvl, at three weeks. Echo has been requested for review. Device remains implanted. Patient under follow up by cardiologist. No additional information available.

Manufacturer narrative:
Method: device not returned. Additional manufacture narrative: (B)(4). This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Attempts have been made the get a copy of the most recent echocardiogram. Echo has been requested but has not been provided by the cardiologist. It is not known if there are plans to explant this device. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.